Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the dislodgement allegation was not confirmed, lab observations and field report were insufficient to verify dislodgement. The lead tip appeared normal. The helix difficulty and difficult to position allegations were confirmed based on x-ray observation of a fractured inner coil near the terminal pin.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to placement difficulties and a dislodgement. The lead was removed prior to pocket closure and another lead was used to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was unable to be successfully implanted due to placement difficulties and a dislodgement. Although no serious injury occurred, this type of malfunction could lead to death or serious injury if it were to occur again.